Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The patient pump and the stirrer motor were replaced and the problem was solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message associated to a patient pump during maintenance there was no patient involvement.

Manufacturer narrative:
H.10: the reported error was caused by defective patient pump. The issue is more likely associated to the motor bearing damaged by the corrosion, which consequently does not allow the motor shaft to rotate. Possible causes for bearing corrosion are water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase. Causes related to environmental conditions.

Event description:
See initial report.

Manufacturer narrative:
H.10: in the initial report it was stated that also the stirrer motor was replaced. Through follow-up communication livanova learned that this part was replaced due to noise which did not impact stirrer motor functionality. The reported error is not related to the stirrer motor and is associated to the patient pump only as reported in the follow up report.

Event description:
See initial report.